Event description:
Clinic notes dated (B)(6) 2013 note that the patient was having difficulty with vns. Further follow-up with the physician revealed that the generator is not capturing when the patient uses the magnet. The physician indicated that the device is at ifi = yes. Attempts for additional information are underway, but no further information has been received to date.

Manufacturer narrative:
.